Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient saw power on reset, por, on the patient programmer. Patient states she changed batteries prior to calling. Patient stated stimulation has been off since she had a knee replacement a year ago. Patient also stated she also had x-rays on her back for pain. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.